Manufacturer narrative:
(B)(4). The field service engineer (fse) evaluated the ventilator, and verified the customer reported malfunction. The fse replaced the exhalation valve to resolve the issue. The unit passed all tests and calibrations and was found to be operating within manufacturing specifications.

Event description:
It was reported that during patient use, the volume on a ventilator was reading very high and excess flow was continually heard. The patient was transferred to another ventilator without harm.